Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had a 'file system corruption detected' message and would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.